Event description:
It was reported that the patient underwent sling procedure on an unknown date. Following the procedure, the patient experienced voiding dysfunction and underwent three urethral dilation procedures. The patient was found to have urethral erosion of mesh during cystoscopy and required excision of mesh from the urethra. Additional information has been requested.

Manufacturer narrative:
The mesh exposure was first noted by a physician on (B)(6) 2014. The patient underwent removal of the mesh and urethral reconstruction on (B)(6) 2014. During the procedure, it was found that mesh was visible within the dorsal aspect of the urethra. The surgeon opines that contributing factors was either mesh was inserted too close to the urethral lumen or it was too tight and ¿cheesewired¿ into the urethra. The surgeon also opined the three urethral dilatations may have played a part in the etiology.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.